Event description:
Boston scientific received information that this pacemaker recorded a ventricular tachycardia (vt) episode due to noise that was oversensed. It was also reported that pacing was inhibited for six seconds. This patient is pacemaker dependent. A boston scientific technical consultant recommended isometrics and pocket manipulation to see if the oversensing could be reproduced as well as possible programming options. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed to asynchronous pacing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.